Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 27th may 2014 and performed to specification up to the 19th june 2016. Multiple manual power ups of ten minutes duration were observed in the device memory between the 25th june 2016 and the last log entry on the 30th june 2016. The returned pad-pak was inserted into the device and passed a self-test. A memory full message was given and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded using the returned pad-pak. The current drain of the device could not be measured as the device continually powered on upon insertion of the pad-pak and failed to power off using the on/off button. On power up most of the instructional leds are now illuminated. This indicates a fault. Investigation found the reported fault can be attributed to membrane failure due to corrosion. Corrosion on the on button resulted in the device switching itself on automatically, this resulted in manual power ups of ten minutes duration and would confirm the reported fault. This also led to overvoltage and damage to the microprocessor. Corrosion indicates the device was stored in adverse conditions.